Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for battery out of limit. The customer changed the battery and received the alarm again. The blood glucose reading was 134 mg/dl. The alarm occurred during normal use. The customer was advised to monitor the insulin pump.